Event description:
Robotic bladder cystectomy case - ligaclip er420 endoscopic clip applier package was opened and rn noticed a white substance on the tip of the applier which is not normal for this device. Checked another package of same item, opened package and also found white substance on the tips. Supply chain removed the boxes from their inventory. Physician was made aware of the situation and did not recommend to be used on the patient. Resolution was to use robotic clip applier.======================manufacturer response for 12mm endoscopic rotating multiple clip applier, ligaclip 12-l (per site reporter).======================"our qa department believes it is a lubricant but can't be sure without an analysis. I already called in the product as instructed by (B)(4). So it has been officially reported. Please sequester the 10 for return as you will receive the shipper kits today and replacement product in 5-10 business days. Analysis to follow."